Event description:
A lab comparison was performed on a pt. The device result was 340 mg/dl, and the lab result was 158mg/dl. Another device result read 150 mg/dl. No treatment was given. Unk if controls were used at time of event. A request was made for the return of the suspect device and replacement prod was sent.